Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 lead 2006 (B)(6); 6984m lead adaptor 2007 (B)(6); 5071-53 lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the patient's device was not sutured and migrated laterally to the point where it caused the patient discomfort. The device pocket was revised and the device remains in use. No patient complications have been reported as a result of this event.